Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 14f and the evar procedure was completed. Reportedly, with the first proglide device, during knot advancement the suture broke. The break was distal to the knot and the remaining 8 inches of suture was used to tighten the knot. The second proglide suture was used successfully and hemostasis was achieved with the two preplaced proglide sutures. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. No additional information was provided.